Manufacturer narrative:
(B)(4). It should be noted that the perclose proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Date estimated (reportedly event occurred within the last three weeks). The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a calcified common femoral artery with a proglide device using the preclose technique prior to a percutaneous transluminal angioplasty (pta) procedure. The arteriotomy was 5f. Reportedly, when the proglide needles were deployed a suture break occurred. The suture of a second proglide device was placed using the preclose technique. The sheath was upsized to 6f and the pta procedure was completed. Hemostasis was achieved using the pre-placed proglide suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.